Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) discovered that drawer 3.2 was not detected on the bus. The station was powered down, and the bus cable was removed from all drawers. The back panels of the drawers were removed, and all components of drawer 3.2 were detached and inspected. The retractor band was reattached, the roll board cable was reattached, and both the latch and position sensors were reattached. The cover was replaced on the back of the drawer, and the bus cable was reattached to the drawers. The station was rebooted, and once the application was launched, the hardware was successfully recovered. The hardware was tested via the application. During testing of all drawers on the device, a pocket was found to be severely overpacked. When attempting to open this cubie, the cubie did not open successfully. The cubie was removed from the device, and the pocket was taken out and returned to the pharmacy. The customer was informed not to overpack cubies to avoid delays. The hardware was tested again via the application and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.